Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (15mg/ml at 4.7mg/day) via an implanted pump. The indication for pump use was complex regional pain syndrome type I and non-malignant pain. The patient's other medications were not able to be obtained and the patient had no relevant medical history. On (B)(6) 2016 it was reported that the patient had "catheter lumbar incision disruption". There was shallow erosion at the lumbar incision. It was unknown by the reporter how deep it was or if the catheter was exposed. The issue was not resolved. The patient's status was reported as "alive - no injury". Surgical intervention was planned for (B)(6) 2016. Additional information was received on (B)(6) 2016 and it was reported that exploratory surgery was done in the morning. There was no puss or drainage. The skin defect was not on the incision. There was no incursion to the catheter. The area was cleaned, debrided, and closed without difficulty.

Event description:
Additional information was received from a consumer indicated the pump has helped her get her life back even though it was still hard. The pump contained dilaudid and unknown baclofen. It was noted that almost immediately after the pump was put in the patient started swelling up with edema and went from 150 to 235 lbs within a few weeks. The patient reported she was having lymphedema therapy and other things at this time as well. It was also reported that after the scab went away, she had an itch that would come and go for about a year. It was reported it was really bothering her, so one day she just was itching, and her skin opened up completely and underneath it the catheter had been leaking. It was reported the catheter had been leaking for about a year until they found out that was the issue. The patient contacted their healthcare provider (hcp) and she was put on the table the following day to have the catheter revised. It was noted after they revised the catheter, everything started to heal, and the edema went away. Prior to the revision her hair and teeth would hurt if she saw dust or noise and after the revision it got a lot better even though she still experienced it. The patient went in for a side port study about 3 months ago and was told it is almost time to replace her pump and they would get a replacement scheduled in 3-10 months.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 2017-01-13, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.